Event description:
Related to MFR report # 2183959-2012-01594. "On or about (B)(6) 2007," a perigee was implanted to treat for, "pelvic organ prolapse and/or urinary incontinence." Plaintiff's attorney alleges that, "plaintiff began experiencing pain, bleeding and pain with sexual intercourse some time after implant," and other damages. Also alleged, as a result of the implanted mesh, "plaintiff suffered, and continues to suffer, serious bodily injury and harm," and that "plaintiff has sustained and will continue to sustain severe and debilitating injuries, serious bodily injury, mental and physical pain and suffering," and "continues to receive medical treatment and is anticipated to undergo further medical treatment."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.